Event description:
Pt receiving home health services had a PICC line that broke. The pt's family member could not find the tip of the catheter. The pt was taken to the hospital. The physician performed a cutdown on left cephalic vein to retrieve the catheter. A central line was placed and the pt was kept in short stay for observation.